Manufacturer narrative:
Additional information: date implanted: not applicable, as the cartridge is not an implantable device. Date explanted: not applicable, as the cartridge is not an implantable device. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the 1mtec30 inserter may have scratched the zcb00 intraocular lens (iol) and a new lens was used. There was patient contact, however there was no incision enlargement and no patient injury. No further information is available.